Event description:
A customer received a sensor error message with the adc device and was unable to obtain readings. As a result, customer experienced dizziness and a loss of consciousness. Customer reported being able to self-treat with fruit. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is fully seated and no issues were observed. The sensor was found to be in sensor state 6 (indicating early termination). Extracted data from the returned sensor using approved software. Inspected the plug assembly, no failure modes were observed. The sensor was reprogrammed and attempted to active the sensor and sensor went to state 6. Sensor was de-cased and replaced the battery. Sim vivo testing (simulation of the electrical signal produced by the sensor tail) was performed and all results were within specification. Therefore this issue was not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer received a sensor error message with the adc device and was unable to obtain readings. As a result, customer experienced dizziness and a loss of consciousness. Customer reported being able to self-treat with fruit. No further information was provided. There was no report of death or permanent injury associated with this event.